Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 478 mg/dl at the time of incident. The customer's blood glucose was 379 mg/dl at the time of call. It was also reported that insulin pump received a motor error alarm and no delivery alarm when site was changed and reservoir was removed. Customer declined troubleshooting. The customer stated that they treated the high blood glucose with manual injections. The reservoir will not be returned for analysis.